Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12634. It was reported that catheter entrapment occurred. The target lesion was located in a vessel in the right leg. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced over the mailman guide wire; however, during introduction, the device became stuck with the wire. The devices were completely removed and the procedure was completed with another wire and another balloon catheter. No patient complications were reported and the patient's status was fine.